Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that high capture thresholds were observed on the right ventricular lead. Dislodgement was confirmed. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis: the damages found were sustained during the procedure. The lead was otherwise normal. (B)(6).